Event description:
It was reported that this patient with this implantable cardioverter defibrillators (ICD) received multiple shocks and after the device displayed two codes 1004 and 1007. Additionally it was noticed that device battery depleted early than expected. Technical services (ts) recommended to schedule a immediate device replacement as well and a lead system integrity evaluation. Subsequently this device was explanted and replaced. No additional adverse patient effects were reported.